Event description:
Patient's age, sex and weight are unknown. Date of the event is unknown. Boston scientific corporation was informed that during the esophagogastroduodenoscopy procedure, the resolution clip device misfired. The case was completed with another of the same device.